Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) ) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, the patient experienced rheumatoid arthritis ("seropositive rheumatoid arthritis disease") with arthralgia and pain in extremity, oedema peripheral ("feet with oedema") and tooth loss ("loss of teeth"), 4 years 2 months after insertion of essure. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, rheumatoid arthritis, oedema peripheral and tooth loss outcome was unknown. The reporter provided no causality assessment for medical device removal, oedema peripheral, rheumatoid arthritis and tooth loss with essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52 kgs. Rheumatoid factor - on an unknown date: seropositive rheumatoid arthritis disease. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2020, the patient experienced rheumatoid arthritis ("seropositive rheumatoid arthritis disease") with arthralgia and pain in extremity, oedema peripheral ("feet with oedema") and tooth loss ("loss of teeth"), 4 years 2 months after insertion of essure. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (essure removal on (B)(6) 2021). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal, rheumatoid arthritis, oedema peripheral and tooth loss outcome was unknown. The reporter provided no causality assessment for medical device removal, oedema peripheral, rheumatoid arthritis and tooth loss with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) . Rheumatoid factor - on an unknown date: seropositive rheumatoid arthritis disease. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.